Event description:
New information received notes the ra lead exhibited loss of capture, undersensing and low pacing impedance.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited high capture threshold, impedance problem and decreased in sensing. The dislodgement of the lead was verified by x-ray. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.